Event description:
Patient had single lumen groshong catheter inserted on 9/30/91 and removed 12/10/91. Was admitted to hospital 12/11/91 to 12/13/91 with febrile illness. On 2/12/92, pt again had febrile illiness with fever to 103, chest x-ray showed catheter fragment in heart. Removed via femoral cannulation. Fragment 5.75 inches in length. Not known if febrille illness due to retained catheter fragment or patient's underlying condition hodgkins diseaseinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, inherent risk of procedure. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.